Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while introducing the arterial sheath over the 0.035'' j-wire, a dissection flap developed. The dissection was noticed in the mid common carotid artery (cca) which led to an occlusion of the internal carotid artery (ica). The procedure was converted to carotid endarterectomy (cea) to resolve the reported issue.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. A follow-up MDR will be submitted when additional information is obtained.